Manufacturer narrative:
The device was requested to be returned to the manufacturer for investigation; it has not been received. Plots: 4749754 (MFR date: 3/1/2020; exp date: 3/1/2025); 4590588 (MFR date: 1/1/2020; exp date: 1/1/2025); 4421332 (MFR date: 10/1/2019; exp date: 10/1/2024); 4366525 (MFR date: 9/1/2019; exp date: 9/1/2024); 4757981 (MFR date: 3/1/2020; exp date: 3/1/2025).

Event description:
The exact date of the event is unknown. The event involved several incidents of the leaking from a spinning spiros.

Manufacturer narrative:
H10: a photograph was provided and evaluated. The photo shows one spinning spiros connected to a non ICU-medical syringe. Some drug droplets can be seen within the spiros housing. How and when those residuals were created is unknown. The lots were reviewed and there were no issues found.